Event description:
It was reported that during the implant procedure, the lead dislodged. The lead was implanted and is still in use. The patient is enrolled in the attain (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).